Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Diffuse lamellar keratitis is a known complication of refractive laser surgery. It is a reaction on the surgical trauma and may be caused or intensified by contaminated instruments. The root cause could not be determined conclusively. (B)(4).

Event description:
Follow up information received from the facility indicated dlk has resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the (B)(6) 2014 UDI regulation date. (B)(4).

Event description:
A center director reported a patient with diffuse lamellar keratitis (dlk) in the right eye two days post op lasik procedure. Patient is happy with the outcome. Reporter indicated that topical steroid eye drop was increased.